Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, a physically active/large patient required revision of the head and liner immediately post-primary implantation due to dislocation in the pacu. Responses to the requested documentation/information had not been received as of the date of this assessment. The clinical root cause could not be definitively determined; however, maintaining post-op hip precautions during the immediate and early post-operative phase is crucial. The assessed patient impact is the dislocation and the revision procedure. No further medical assessment could be rendered at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient suffered from a revision surgery due to a dislocation. The head and the liner were explanted and replaced.